Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion. Data was downloaded via latitude (remote monitoring system), indicating that the device declared an alert, and was showing the battery had reached explant status. The previous report downloaded from latitude showed that the battery had 9 months remaining. It was noted that the patient hasn't had any further therapy apart from anti-tachycardia pacing. Data was sent to technical services (ts) for further analysis of the battery, and engineering review of device data confirmed premature battery depletion; however, therapy delivery is unaffected. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion. Data was downloaded via latitude (remote monitoring system), indicating that the device declared an alert, and was showing the battery had reached explant status. The previous report downloaded from latitude showed that the battery had 9 months remaining. It was noted that the patient hasn't had any further therapy apart from anti-tachycardia pacing. Data was sent to technical services (ts) for further analysis of the battery, and engineering review of device data confirmed premature battery depletion; however, therapy delivery is unaffected. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It is unknown as to whether this device is available for return as no bsc representative was present during the explant. Should additional information become available, a supplemental report will be submitted.